Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station failed to power on. A field service engineer (fse) replaced the pyxibus module controller and the drawer boards to resolve the issue. After completing the replacements, the customer successfully performed inventory verification, confirming proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device would not turn on. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on. Part analysis: the reported condition of pyxis not turning on was confirmed by fse and subsequently confirmed during the dchu testing and inspection process. According to work order wo: (B)(4), the field service engineer (fse) replaced the pyxibus module controller and drawer controller boards. The customer successfully performed inventory verification, confirming proper functionality with no further issues observed. During dchu visual inspection: p/n - 151622-01: two (2) used pcba dwr cntlr v1.10/v1 (s/n ¿ (B)(6)) were received in good condition, both boards had no visible damage, missing components or any anomalies observed p/n - 151630-01: one (1) used pcba pmc v1.06/v0.09bl hh was received in good condition, the board had no visible damage, missing components or any anomalies observed during dchu testing: p/n - 151622-01: the drawer controller board (s/n - (B)(6)) was placed on an esd protected area to be tested using a calibrated digital multimeter (dmm). The initial test consisted of verifying the d501/mosfet q501 condition. Dmm showed a resistance of less than the expected range, indicating a short circuit in this component. No further tests were required for this drawer controller board p/n - 151622-01: the drawer controller board (s/n - (B)(6)) was placed on an esd protected area to be tested using dmm. D501/mosfet q501 was tested first and showed a resistance higher than the expected range, indicating it was in good condition. A subsequent resistance check between the bottom of c605 and the right side of d601 confirmed that mosfet q601 was also in good condition. Additional checks of resistors and diodes revealed no open circuits or damaged components. The drawer controller board (s/n (B)(6)) and the pmc hh board were installed in a known-good dchu hh drawer to verify communication. A full hardware test application (hta) was performed, and the drawer was successfully detected on the bus. All cubie pockets were recognized and operated correctly opening, closing, lid activation, and pop-out functions worked with no issues observed. Although one (1) of the drawer controller boards and one (1) pmc board did not show any anomalies during full testing, a faulty board operating alongside otherwise good components can lead to systemic failures. This type of interaction can produce inconsistent or intermittent behavior at the system level, even when individual components appear to function normally in isolation. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: after investigation, it was determined that the root cause of the bd pyxis¿ medstation¿ es main not powering on was a short circuit on diode d501 and mosfet q501 on the drawer controller board (sn 5151840738). This failure on the controller board prevented the unit from completing the power up sequence.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device would not turn on. The customer reported that there was a delay in patient care. As per part investigation, it was determined that the unit did not power on due to a shorted drawer controller board. There were no adverse events or injuries reported based on this event.